Event description:
The device was explanted and replaced, and the patient was stable with no adverse consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, the device was found to have reached elective replacement indicator (eri). However, the longevity measurement from the session logs are conflicting and indicate the device was not at eri. Upon further review, it is believed that the battery has truly reached normal eri. No further intervention was performed at this time and the device will continue to be monitored until explant. The patient was stable with no adverse consequences.